Manufacturer narrative:
The device was not returned to resmed for investigation. The customer informed resmed that the power switching issue seems to have been rectified. The customer thought that she may have not sufficiently plugged in the power supply (psu). Resmed's risk analysis for these failure modes concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device had a power source detection issue. There was no patient injury reported as a result of this incident.